Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with rotor instability; however, a specific cause for this finding could not be conclusively determined through this evaluation. The controller event log file contained events from 19jul2024 through 23jul2024. On (B)(6) 2024, lvad internal faults were captured. These alarms were accompanied by low flow alarms. A pump reset was requested by the controller, which has software version 1.7.0. The events appeared to be appeared to be a result of rotor instability. The requested pump reset resolved the rotor instability event, as intended by design. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) outlines system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 7 "alarms and troubleshooting" describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that pump speed dropped to 0 with associated low flow alarms after 4 very high pulsatility index (pi) readings in the 15 to 17 range. The patient was in bed at the time of the event with their continuous positive airway pressure (CPAP) device watching television and drifting off to sleep. The patient was asymptomatic with an elevated pump mean arterial pressure of 117 mmhg but also equal to their systolic blood pressure. The event log files captured a cluster of lvad internal faults, low flows, and harmonic compensation faults associated with power elevations of 5.2 watts through 17.3 watts on (B)(6) 2024 at 3:31 am. These events were followed by transient low speed advisories, low speed hazards, pump stop events, and transient communication faults. These events were indicative of rotor instability or pump ingestion. Pump function returned to baseline parameters at the end of the event log files.